Event description:
It was reported that leakage occurred prior to use with a bd sp set. The following information was provided by the initial reporter, translated from japanese to english: after preparing amrubicin with needle, leakage from the insertion part of the spike set was confirmed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-23. H.6. Investigation summary when we checked the appearance of the actual product we received, no abnormalities such as damage or defective molding were found. We confirmed the air tightness of the actual product manufactured by our company (the relevant jis standard: 50kpa for 15 seconds without any leakage), and no leakage was observed. Purified water was injected into the actual product of the infusion bag, and when the actual product manufactured by our company was punctured in the center of the rubber stopper, no liquid leakage was observed. When the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were found. This product also includes cracks in the rubber stopper when it was washed before analysis. When another infusion bag (saline solution bag "fuso" 5000 ml, serial number (B)(6)) was punctured with our actual product, no liquid leakage was observed. Since the reproducible of the offered event was not recognized and no abnormality was found in the actual product, this event was caused by accidental contact with the rubber stopper of the infusion container when the product was punctured into the infusion container. We speculated that there was a gap enough to cause liquid leakage. No anomaly found on DHR.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred prior to use with a bd sp set. The following information was provided by the initial reporter, translated from (B)(6) to english: after preparing amrubicin with needle, leakage from the insertion part of the spike set was confirmed.